Manufacturer narrative:
The hill-rom technician found the right caregiver control down button stuck in the closed position causing bed to go down automatically. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the caregiver control to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed automatically goes down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).